Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) was removed because of high ventricular impedance measurements and atrial impedance measurements that were increased slightly.